Manufacturer narrative:
(B)(4).date of manufacture was updatedif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the small battery drive device was not turning on. It was further reported that the device was unresponsive in the on and oscillating positions. The event did not occur during surgery. There was no patient involvement reported as this device is for education only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to a motor assembly or electronic control unit failure due to immersion during cleaning, which is failure to follow the directions for use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.